Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, this lead was thoroughly tested. Visual inspection noted three cuts in the insulation, which most likely occurred during the explant procedure. The reported electrical issue was not confirmed.

Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited threshold measurements greater than 5v at 2ms. The physician felt the lead was in a good position, so he did not want to reposition it. A procedure was done to explant and replace the lead. A new lead of the same model was successfully implanted. This lead was returned for analysis.